Manufacturer narrative:
On (B)(4). 2020, mentor became aware that the same serial number was reported on this report and manufacturer report number (B)(4).. Only one serial number was provided by the initial reporter. The provided serial number will continue to be reported on manufacturer report number (B)(4)., and the serial number on manufacturer report number (B)(4).has been marked unknown. Should an additional serial number be received, a supplemental report will be sent. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, capsular contracture (bg 3/4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 425cc and experienced symptoms including cystic acne, hair loss, premature ageing, inflammation, poor sleep, dry eyes, low libido, stomach issues, acid reflux, ibs, inflammation in bowels, vertigo, fluid in ears, easy bruising, migraines, slow muscle recovery, heart palpitations, joint, back, neck, and shoulder pain, swollen lymph nodes in neck, numbness, tingling in arms hand, sensitivity to colds in hand and feet, burning urination, shortness of breath, sinus infections, swollen sinus issues, extreme fatigue, and bilateral capsular contracture, baker grade 3/4 post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the right side device.